Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was "defective." It was noted that no further information was provided from the customer at this time. The generator is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: at analysis it was noted that all bails and bail covers were missing and that the lower and upper cases was broken. The unit passed its incoming testing and was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned for service.